Event description:
Device malfunction: none. Symptoms/ae: hematoma, pain. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, post-procedure, after removal of the guide catheter, pain and a hematoma of the right groin developed, which resolved with digital pressure, a femostop, and medication. The hematoma and pain resolved the same day. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.